Event description:
(B)(6) 2023 around 6 p.m., uncontrolled buckling of the joint without warning when standing up. Due to the sudden buckling of the joint, the user turned on her own axis and fell on her face. Dental prosthesis broke, fracture of the left forearm, hematoma formation on the left arm and shoulder area, was taken to hospital by emergency doctor. She was taken home again after plastering.